Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion certified service technician was unable to duplicate the customer reported issue. Visual inspection found one of the memory board plastic guider on the main board was broken and missing. The event trace does shows that the ventilator experienced two resets and produced two intrrpt1/2 error conditions. This software interrupt reset caused the ventilator to restart and begin normal ventilation again within 2-3 second with a flashing visual reset on the unit display and audible alarm sounding. Because sometime, if the ltv system encounters a spurious or undefined interrupt, the software will perform a series of ¿housekeeping¿ routines and write the reason for the forced reset to the reserve byte. Upon completion of post, the byte is read back in order to make the correct event trace entries. The service technician scrapped main board.

Event description:
The customer reported model lap top ventilator 900 sometimes alarms intrrpt 1 and 2 when patient uses the device. No further information was provided regarding allegation of patient injury of harm or whether or not intervention was needed during incident.